Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer. Therefore, the root cause could not be established. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant became detached prematurely in the microcatheter. The coil was removed with a snare. Upon its removal, it dragged with it another coil that was previously successfully placed in the aneurysm, and both were removed together. The patient did not experience any reported sequelae.